Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the customer consumed food, but incorrectly overestimated the amount of consumed carbohydrates when requesting a bolus. Blood glucose (bg) level was approximately 40mg/dl. Carbohydrates were consumed to treat low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.